Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the broviac cv catheter, single-lumen, 6.6f that are cleared in the us. The pro code and 510k number for the broviac cv catheter, single-lumen, 6.6f is identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported hub fracture as fracture was noted on the distal end of the crimp collar in the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that sometime post catheter placement, the device allegedly fractured. There was no reported patient injury.